Event description:
A customer reported experiencing foot pedal issues before a cataract procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. (B)(4).

Manufacturer narrative:
Additional information: the customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch cable (which belongs to the system). A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on october 15, 2007. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 25, 2010. A footswitch cable (which belongs to the system) was received for evaluation. A visual assessment of the returned footswitch cable did not reveal any non-conformity. The returned footswitch cable was connected to a footswitch and a calibrated system. The system was turned on and allow to boot. The system successfully booted. The returned footswitch cable was functionally tested and passed test. Continuity test (pin to pin) was performed on the returned footswitch cable, which passed test. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).